Event description:
It was reported to philips that the battery (sn (B)(4), which was received in march, was not recognized by the device or cadex charger. There was no reported patient or user involvement and no adverse patient/user impact.